Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, the led not lighting could have been attributed to failure of the led on the front panel due to accidental failure.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at unspecified timing, abnormal noise occurred on the subject device. Olympus service operation repair center (sorc) could not reproduce the reported phenomenon, but the light electrode diode (led) on the front panel did not light on. There was no report of patient injury associated with the event. This is the report regarding the failure of the led light of the front panel.